Manufacturer narrative:
Insulin pump received with failed battery test alarms due to corroded battery tube. Unable to verify unexpected error message due to corroded battery tube. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404 mg/dl and insulin pump had pump error. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injection. Customer stated that the insulin pump had pump error message on it but they unable to confirmed because the insulin pump was not working. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.